Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. After a guidezilla guide extension catheter was engaged, a synergy stent was deployed to the lesion. Another 4.00 x 38mm synergy ii drug-eluting stent was delivered but failed to advance through the guidezilla guide extension catheter. The device was removed and it was noted that the stent was wrinkled. Another stent was delivered but still advancing difficulty was encountered, then new guide extension catheter was engaged and two stents were implanted and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. After a guidezilla guide extension catheter was engaged, a synergy stent was deployed to the lesion. Another 4.00 x 38mm synergy ii drug-eluting stent was delivered but failed to advance through the guidezilla guide extension catheter. The device was removed and it was noted that the stent was wrinkled. Another stent was delivered but still advancing difficulty was encountered, then new guide extension catheter was engaged and two stents were implanted and the procedure was completed. No patient complications were reported. It was further reported that the device that was encountered difficulty was a non-bsc stent and the patient was hemodynamically stable. A synergy ous mr 4.00 x 38 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that on distal section of the stent, stent struts were pushed proximally, lifted from their crimped stent positions and misaligned. The undamaged crimped stent od (outer diameter) was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal edges of the tip. Tip damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination of the hypotube found severe multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.